Event description:
It was reported that laparoscopic scissors came apart during the patient's full hysterectomy.

Manufacturer narrative:
No information was given as to what the device was except for that it was a laparoscopic scissors made by stryker endoscopy. Details of the event have not fully been received. The hospital is being contacted for more information. The patient alleges long term disability as a result of the event.